Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t6-l1 to correct scoliosis. It was reported that about 20mm tip of the probe fractured during use. The tip fragment was retrieved from the patient's pedicle using a clamp.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: macroscopic examination confirms probe bent, with probe tip breakage approx. ~22mm from the probe tip end. The broken off portion of the tip is missing and not returned for analysis. Microscopic examination reveals a fairly tortuous fracture surface, consistent with bend stress overload. The above observations are consistent with bend stress overload. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.